Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the customer stated that two of the three units stopped infusion. There was patient involvement, but no harm. Additional information received 18jun2026: per report on (B)(6) 2026 at 0300 two medications were infusing; zosyn 25ml/hr (with a volume to infuse of 100mls) and fentanyl (with a titration for patient sedation - range is 25 mcg/hr ¿ 200 mcg/hr.). Total bag concentrations were; zosyn 3375 mg/100 mls. Fentanyl 1250 mcg/125 ml. The system shut down with a "fatal error" and would not longer run. It is unknown how much medication infused. Serial numbers have not been provided. There was patient involvement, but not harm.